Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. No patient information reported. UDI (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history review has been requested but has not yet been completed.

Event description:
It was reported that a cable system was used during an open reduction internal fixation to initially treat a periprosthetic femur fracture on (B)(6) 2016. The physician's assistant attempted to crimp the cable with the cable crimper. At the last crimp, a tooth at the end of the crimper broke off cleanly. The tooth fell on the operating room floor, was retrieved and subsequently discarded. It was reported that the crimper was used at a "bad angle". The surgeon was able to crimp the cable adequately with a hemostat. There was no surgical delay. Routine post-operative x-ray showed the implant was secure. The procedure was successfully completed. Patient outcome was stable. Concomitant device reported: 1.7mm cable with crimp 750mm-sterile (part# 298.801.01s, lot# unknown, quantity: 1). This complaint involves one device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. It was reported that a cable system was used during an open reduction internal fixation to initially treat a periprosthetic femur fracture on september 9, 2016. The physician¿s assistant attempted to crimp the cable with the cable crimper. At the last crimp, a tooth at the end of the crimper broke off cleanly. The tooth fell on the operating room floor, was retrieved and subsequently discarded. It was reported that the crimper was used at a ¿bad angle¿. The surgeon was able to crimp the cable adequately with a hemostat. There was no surgical delay. Routine post-operative x-ray showed the implant was secure. The procedure was successfully completed. Patient outcome was stable. Concomitant medical products: 1.7mm cable with crimp 750mm-sterile (part# 298.801.01s, lot# unknown, quantity: 1). This complaint involves one device. This complaint is confirmed. Approximately 8mm of the distal tip of the top jaw has sheared off and was not returned for evaluation. Measurement taken using calipers ca592. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 391.882, lot # p043934, release to warehouse date: feb 16, 2009, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in process of evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) cable crimper. This is report 1 of 1 for (B)(4).